Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed that the images reporting full storage. After reviewing log file, rse found the system run out of space and is not releasing the x-ray. Fse replaced ippc in another case. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system run out of space and is not releasing the x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.